Manufacturer narrative:
A video was received and evaluated. In the video provided, the user forces the lever beyond the end stop. This is not normal practice; device functions as expected until the user does this. The device should not go into continuous flow even at extremities, and to evaluate the cause of this requires the return of the device. Removal of the timing disc would allow a check if grooves have worn at that position- especially as the user is forcing the lever which could damage the timing disc being the cause of continuous flow.

Event description:
Information was received that product has a failure. In the patient selection lever, it exceeds the maximum limit when selecting the adult option, leaving the device in direct flow and without cycles. No adverse effects reported.